Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) and healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient states she was having trouble charging as she¿s lost some weight and her skin was flabby and she has shoulder issues which causes her problems when trying to recharge her battery. Patient states she needed to have a nonrechargeable batteries so that she didn¿t have to worry about her daughter helping her due to her shoulder issues. Patient rechargeable battery was explanted and replaced with a new nonrechargeable.